Event description:
Patient was readmitted from sister hospital inpatient rehab due to elevation in lactate dehydrogenase above baseline. This is indicative of a suspected pump thrombosis in this patient population. Patient was treated with IV heparin and oral plavix. He had elevated lvad powers and worsening heart failure syptoms associated with this event. He suffered a suspected transient ischaemic attack (tia). His ldh recovered to baseline, and he suffered no long term impacts from his tia.